Event description:
It was reported that the day after implant, the patient developed cardiac tamponade, and the atrial lead was found to have dislodged and perforated. The patient was treated and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, lead, implanted: (B)(6) 2014. (B)(4).